Event description:
A healthcare facility in new york reported via a fsher & paykel healthcare (f&p) field representative that the ventilator disconnection alarm was triggered due to the detachment of the blue hook of a bc190 flexitrunk infant nasal tubing during patient use. As a result, the detached hook led to the interface to separate from the patient's face, resulting in a leak. Subsequently, the patient was reported to have desaturated to an spo2 level in the upper 70s. The healthcare facility immediately replaced the subject device with a new flexitrunk interface to manage the patient's desaturation. No further patient consequences were reported, and it was confirmed that there was no patient harm.

Manufacturer narrative:
(B)(4). Section d4: serial number intentionally left blank as the information is not applicable. Section g4: no 510(k) number was included due to the subject device being a class 1 device therefore, exempt from PMA pathway to regulatory approval. Method: the complaint bc190 flexitrunk infant nasal tubing was received at fisher & paykel healthcare (f&p) in new zealand for investigation, where it was visually inspected. The healthcare facility also provided additional information relating to the reported event upon request. Our investigation is thus based on the evaluation of the subject device, the information provided by the healthcare facility and our knowledge of the product. Results: visual inspection of the complaint device confirmed that the glider midline of the bc190 flexitrunk infant nasal tubing was found broken on the left side. The healthcare facility also reported that the subject device was mishandled by the nurses which could have caused the glider to break off. Conclusions: based on the information provided by the hospital and our knowledge of the product, our investigation concluded that the observed damage was most likely caused by the subject device being mishandled by the user. All flexitrunk nasal tubing are visually inspected, and pressure tested before leaving the production line, those that fail are rejected. This suggests that the damage on the subject nasal tubing occurred after it was released for distribution. Our user instructions which accompany the bc190 flexitrunk nasal tubing state: - "use caution when positioning or disconnecting to the infant interface. Avoid excessive pull forces, sharp objects, and tubing holders. Damage to the tubing may cause loss of pressure and require immediate replacement." A caution insert is included in the packaging to remind the user to take extra care when handling the bc190 flexitrunk nasal tubing.

Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare (f&p) field representative that the ventilator disconnection alarm was triggered due to the detachment of the blue hook of a bc190 flexitrunk infant nasal tubing during patient use. As a result, the detached hook led to the interface to separate from the patient's face, resulting in a leak. Subsequently, the patient was reported to have desaturated to an spo2 level in the upper 70s. The healthcare facility immediately replaced the subject device with a new flexitrunk interface to manage the patient's desaturation. No further patient consequences were reported, and it was confirmed that there was no patient harm.

Manufacturer narrative:
(B)(4). Fisher & paykel healthcare (f&p) has requested for the complaint device to be returned for evaluation. We will provide a follow up report upon completion of our investigation.